Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited infection on the left side connected to the device implant. There were no additional adverse patient effects reported. The ICD remain in service.